Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead having non-physiological sensing and non-sustained tachycardia episodes. The noise was able to be observed on episode electrogram on both tip-ring and tip-rv coil electrograms. It was noted that the impedances were stable and within expected ranges and that all the episodes with oversensing were occurring at the same two times. During real-time testing, the oversensing which was consistent with what was observed during the episodes was able to be reproduced during manual lead impedance measurements and during arm movements. When the sensing polarity was changed to bipolar there was consistent t-wave oversensing so the sensing polarity was left at tip to coil. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274vrc implantable cardioverter defibrillator (B)(6) 2010. (B)(4).